Manufacturer narrative:
A ge service rep performed an on site investigation. The ethernet connector was replaced and connections tightened during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a broken ethernet connector and loose cable connectors. No pt injury was reported.